Event description:
It was reported that the ilet displayed multiple lines across the screen with no visible cracks, and a force restart via the mobile app did not resolve the display issue. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included remote troubleshooting through a forced restart and initiation of device replacement. Investigation of this case revealed a persistent display malfunction consistent with a screen or display subsystem issue not resolved by software restart. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display component.